Event description:
(B)(4) clinical study. It was reported that in-stent restenosis and ischemia occurred. In (B)(6) 2007, a 2.75x28mm taxus express stent was implanted in the left main coronary artery. In (B)(6) 2010, ischemia was noted and percutaneous coronary intervention was performed. The 35.0mm x 3.5mm, 75% stenosed target lesion located in the left main coronary artery was treated with predilation using an unspecified balloon catheter and placement of a taxus and promus stent. Post procedure, the residual stenosis was 0%.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).